Manufacturer narrative:
(B)(4) upon completion of the investigation a follow up report will be filed.

Event description:
(B)(4). During the regulation, the valve had a block that prevented the pressure measurement. It was necessary a revision surgery to replace the valve. (B)(6), female

Manufacturer narrative:
(B)(4). Upon completion of the investigation it was noted that the valve was visually inspected it was noted that the stator and x ray dot were dislodged as well as a crack and a scratch mark in the valve casing. Therefore; the cam position/pressure could not be determined. The valve was dismantled and was examined under microscope at appropriate magnification: a crack and scratch mark in the valve casing were noted. This is probably due to the valve receiving some form of impact. Corrosion was noted on the stator and the x ray dot. The cam magnets were controlled. The magnets passed. Review of the history device records confirmed the valve product code 82-3162, with lot ckfbhd, conformed to the specifications when released to stock on the 4th may 2009. The root cause of the corrosion could not be clearly determined. The root cause for the dislodged stator and x ray dot could be partly due to the valve receiving some form of impact, as well as the corrosion, this however could not be determined. The root cause for the crack and scratch mark in the valve casing is probably due to the valve receiving some form of impact, this however could not be determined. Investigation for the corrosion issue on hakim valves is being followed with CAPA. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.